Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse performed a daily clean which passed. Event log was checked and cse found that the monthly clean was completed. All fluid tubing and connections were checked and the quality control (qc) passed. There were no product issues identified. The issue was an isolated event in the way that the fluidics tubing was handled by the operator during the monthly cleaning procedure. There are warnings in the advia centaur operators guide that pertain to the monthly cleaning procedure that state "wear personal protective equipment. Use universal precautions." System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported that the operator was splashed with potentially hazardous material while performing a monthly cleaning procedure on their advia centaur xp. The operator was referred to occupational health as a result. There were no patient samples affected. There are no known reports of patient intervention or adverse health consequences due to the event.